Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Event description:
Customer reported via phone call to have received a button error alarm while doing yard work. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.